Manufacturer narrative:
The device was not returned to olympus, however, ess confirmed the customer's reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that an endoscopic support specialist (ess) found debris in the auxiliary water channel at the distal end of the scope during a preventive inspection involving an olympus gastrointestinal videoscope. The facility was instructed on proper reprocessing techniques and there was no patient injury reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the h4 device mfg date.